Event description:
The customer reported that patient information disappeared, and the patient expired. Information received from the attending philips technical consultant (tc) indicated that the staff informed the tc that the patient's vital disappeared from the ccw central monitor display. They did not hear any alarms for this patient. The patient expired.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc checked the philips patient information center ix (pic ix). The alarm audit logs showed that the patient was admitted at 13:11 on (B)(6) 2022 on bed label 4409a. ECG leads off inoperative alarms occurred and ended at 13:21 and 13:22. The patient was transferred to bed 4417a at 13:46, and was readmitted at 17:23 on telemetry device "ccw-tel-9". Alarms were resumed by the user at 17:25:06, and an asystole alarm and generated at 17:25:08; the asystole alarm ended at 17:44:23, when the equipment (according to the log) was removed from the patient. The tc determined that everything was working well and all alarms had been registered. Additional information has been requested.

Event description:
The customer reported that patient information disappeared, and the patient expired. Information received from the attending philips technical consultant (tc) indicated that the staff informed the tc that the patient's vital disappeared from the ccw central monitor display. They did not hear any alarms for this patient. The patient expired. A philips technical consultant (tc) went to the customer site. The tc checked the philips patient information center ix (pic ix). The alarm audit logs showed that the patient was admitted at 13:11 on (B)(6) 2022 on bed label 4409a. ECG leads off inoperative alarms occurred and ended at 13:21 and 13:22. The patient was transferred to bed 4417a at 13:46, and was readmitted at 17:23 on telemetry device "ccw-tel-9". Alarms were resumed by the user at 17:25:06, and an asystole alarm and generated at 17:25:08; the asystole alarm ended at 17:44:23, when the equipment (according to the log) was removed from the patient. The tc determined that everything was working well and all alarms had been registered. Attempts to obtain additional information were unsuccessful; no further information was provided.

Event description:
This record has subsequently been identified as a duplicate to manufacturer¿s report number 1218950-2022-00861.

Manufacturer narrative:
This record has subsequently been identified as a duplicate to manufacturer¿s report number 1218950-2022-00861.